Manufacturer narrative:
Product complaint #: (B)(4). Batch # unk. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed.

Event description:
It was reported that during an open unknown procedure, the staple were formed only one line and the distal end part of line were unformed at all during use. The device was used on the jejunum. Additional suture was performed to complete the case. There were no adverse consequences to the patient.